Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo of the 0.5ml bd micro-fine+ insulin syringe. The customer reported the markings aren't 0.5. The photo was examined, and it was observed that the scale markings could not be viewed due to the position of the syringe in the photo provided. Therefore, scale marking defective cannot be confirmed without the physical sample. Due to the batch being unknown, no DHR review can be completed. Based on the photo received, embecta was unable to confirm the customer¿s indicated failure (scale marking defective). Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: a customer contacted us this morning regarding product 324875 (bd micro-fine+ insulin syringe 0,5ml u40 30g x 8mm x100). They are saying the markings aren't 0.5.

Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: a customer contacted us this morning regarding product 324875 (bd micro-fine+ insulin syringe 0,5ml u40 30g x 8mm x100). They are saying the markings aren't 0.5.